Manufacturer narrative:
The customer¿s report of separation of male luer collar was confirmed. Visual inspection of the set noted separation between the rotating male leur from the male luer body. Functional testing was not performed due to separation. The root cause of the customer¿s report was not identified. The cause of the separation is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of noradrenaline at 14ml/hr, it was noted that the patient¿s bp and perfusion were compromised. When checking the line it was found that the male luer end of the set had disconnected from the patient¿s right femoral central access. It was also reported that male luer ¿disconnected from rotating cuff.¿ because of the clinical effects a vasopressin infusion was increased. There was no report of lasting harm or any other medical intervention. The set was discarded by the user but its male luer was cut off and saved for investigation.